Event description:
It was reported that the user experienced hyperglycemia following a supply change and was uncertain whether the change had been completed correctly. The user noted that no insulin was observed at the infusion site or on the ilet device. An agent provided troubleshooting assistance and guided the user through repeating the change of a 23-inch, 6 mm steel contact detach infusion set, after which insulin delivery was resumed. During the hyperglycemia episode, no physical complaints were reported. Separately, the user experienced an early-evening hypoglycemic event with a reported blood glucose value of 60 mg/dl, which triggered an ilet alert. The user self-treated the low with oral glucose in the form of cookies, with blood glucose correction achieved within approximately 90 minutes. No outside assistance was required, and there was no medical intervention or hospitalization. The investigation included troubleshooting steps and education regarding the detach supply change process. Review of the available information indicated that the cause of the hyperglycemia event was unclear. No device malfunction was confirmed following successful infusion set replacement and resumption of insulin delivery. Based on previously established findings for similar reports, it was concluded that the cause of the event was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.